Event description:
It was reported that the instrument tip was broken and could not open or close properly. Although the instrument was used intraoperatively, no pt complication was reported.

Manufacturer narrative:
Device was not returned to the MFR for evaluation. Two device pictures were sent to the MFR. From the pictures, it appears that the tip of the dynamic shaft is broken from both sides. The pin is missing. It appears that the instrument was subjected to excessive force which may have caused the tip to break.